Event description:
It was reported that during dissection to place, a monarc sling system, the "physician entered bladder with his finger." The device was not implanted. No further patient complications reported as a result of this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.